Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lobectomy, the device did not fire. The stales were unformed and additional suture was performed. There was no adverse consequence to the pt.